Event description:
The pt had two 3166 leads (from the same lot) for off-label use. It was reported both leads were not providing the pt with effective therapy due to them being tangled. As a result, the leads were explanted and replaced. The replacement leads are providing the pt with effective therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.